Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test indicate normal device function. Patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.